Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed p wave amplitude variation, intermittent capture caused by dislodgement that was verified via x-ray on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, intermittent capture, and p-wave amplitude variation. As received, a complete lead was returned in one piece for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.